Manufacturer narrative:
Additional information was added to the following: date of event: (B)(6) 2015. Describe event or problem: the patient was using the device at home when the incident occurred. The patient's family called the bd hotline and she was advised to go the hospital, where the patient had imaging. Follow up with the patient's family found that "examination results did not reply" correction to initial MDR short description: the patient had an ultrasound. No x-ray was reported.

Event description:
The patient was using the device at home when the incident occurred. The patient's family called the bd hotline and she was advised to go the hospital, where the patient had imaging. Follow up with the patient's family found that "examination results did not reply"

Manufacturer narrative:
Device evaluation: results - a sample is not available for investigation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion - without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that the need of the suspect device broke off in the patient when withdrawing after injection. She had a b-mode ultrasound on (B)(6) 2016 but no broken needle was detected. No further information is available.